Event description:
The customer reported that his blood glucose reached over 400mg/dl six hours after the pod was activated. He realized at the time that the cannula had not inserted properly into the infusion site.

Manufacturer narrative:
The device was not retuned for evaluation. The customer reported that the cannula did not insert properly into the infusion site during activation. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualifications records were reviewed and the product lot met all acceptance criteria.